Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00925. This report is being submitted as a correction with an aware date of (B)(6) 2018. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(6). Approximate age of device- 8 months. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted system controller and lvas log files appeared to show the system operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to their local emergency department after labs results drawn on (B)(6) 2018 revealed a hemoglobin of 5.8 g/dl and hematocrit of 20.2 percent. The patient was transfused with 3 units of packed red blood cells (prbcs). On (B)(6) 2018, the patient was transfused with an additional 2 units of prbcs due to continued low hemoglobin count of 6.5 g/dl and hematocrit of 21 percent. The patient was then transferred to the implanting center for care and was admitted on (B)(6) 2018. Hematology was consulted and an iron infusion was initiated. On (B)(6) 2018, the patient was transfused with 1 unit of prbcs for a hemoglobin of 6.8 g/dl and hematocrit of 21.5 percent. On (B)(6) 2018, a video capsule endoscopy revealed 3 angioectasias without bleeding in the proximal small bowel. A double balloon enteroscopy performed on (B)(6) 2018 showed a non-bleeding angioectasia in the duodenum and in the jejunum and two bleeding angioectasias in the jejunum. All were treated with argon plasma coagulation. The patient was given a total of 2 units of prbc in 2 weeks. The manufacturer's technical service representative reviewed submitted log file on (B)(6) 2018 and found no unusual events. The patient¿s hemoglobin and hematocrit remained stable following the procedures and the patient was discharged to home on (B)(6) 2018. No additional information was provided.